Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve damage (tissue damage/chordae rupture), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions due to tension placed on the chordae by the clip and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the clip was implanted, a chordal rupture occurred which required an additional mitraclip procedure for treatment. On (B)(6) 2016, the initial mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. There was a prolapse of a restricted posterior leaflet in the p2 segment. Two clips (60310u149, 60125u150) were implanted and the mr was reduced to 1-2. On (B)(6) 2016, a check up was done, and it was found that there was a posterior chordae rupture in the p3 segment. The mr had increased to 3. It was thought that the chordal rupture occurred due to some tension on the chordae with the first implanted clip. On (B)(6) 2016, a second mitraclip procedure was performed for treatment of the chordal rupture and increased mr. The initial clips were confirmed to be secure on both leaflets. Two clips were implanted, reducing the mr to 1-2. There was a good patient outcome. No additional information was provided.